Manufacturer narrative:
Additional event and product information has been requested but not received. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A consumer reported that they experienced corneal abrasions of both eyes. Lenses associated with the event were from two different boxes. According to the consumer, they inserted the lenses and they felt fine, vision became blurry after a few hours, then, the eyes became uncomfortable to the point where the lenses needed to be removed. The consumer indicated that when they woke up, their eyes were in severe pain which caused them to go to an emergency room for evaluation. The consumer reported that they were told they had severe corneal abrasions, were prescribed an antibiotic eye drop and an antibiotic ointment, and were instructed not to wear lenses for a month. The consumer indicated that they have regained vision in their right eye and that their left eye still is a bit blurry from the abrasions. Additional event information and doctor information has been requested but not received.